Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a normal device checkup, lead noise was observed as nonsustained right ventricular oversensing episodes. Fluoroscopy revealed externalized conductors. The lead was explanted and replaced. No further information is available.